Manufacturer narrative:
Other applicable component is: product ID unknown lead lot# unknown serial# implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from an unknown foreign healthcare professional reported there was a technical issue and lead dislodgment. Event management included a lead revision and lead replacement. The event resulted in hospitalization.

Manufacturer narrative:
The implant date of the other applicable component (the lead) has been updated to (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.